Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer explained that the insulin pump was beeping the night prior and that the screen of the insulin pump was hard to see. The customer's blood glucose was unknown. The customer confirmed that she was using a aaa alkaline battery and that the device had not been bumped or dropped. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.